Manufacturer narrative:
Product analysis the reported deployment and removal difficulties could not be fully confirmed based on the limited films available for review. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy , including access vessels. Of the four short video angiograms received, only one four-second video depicted the delivery system positioned in the thoracic aorta. Of the four short video angiograms received, only one four-second video depicted the delivery system positioned in the thoracic aorta. Additional videos documenting further deployment and removal attempts were not available, limiting the ability to fully evaluate the events. The inaccurate delivery was evident in the videos, as the stent was observed to have been deployed in the descending thoracic aorta. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. The stent graft had been deployed prior to receipt of the device and was not received alongside for analysis. The front grip had been disassembled prior to receipt of the device. The trigger had been removed and was not received alongside the device. Deformation was evident to the external slider. Deformation was evident to the screw gear threads. Deformation was evident to the handle underneath the front grip. A tab was missing from the handle underneath the front grip. Deformation was evident to the detached front grip. A break was evident to the proximal section of the rear screw gear. A gap of 6mm was evident between graft cover and tip. Deformation was evident to the distal graft cover. The external slider was rotated with no resistance, however clutching was encountered when attempting to retract the graft cover via rotation of the external slider and it was not possible to retract the graft cover. The external slider advanced forward with no issues noted. It was possible to advance and retract the graft cover via manually moving the t-bar with no issues noted. The external slider was removed, and deformation was evident to the internal slider. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was clarified that the handle disassembly technique was performed as outlined in the instructions for use (IFU) to enable deployment. It was also confirmed that the second stent was not part of the initial procedure plan and was implanted because the first stent was deployed in a location other than the intended one due to deployment and removal issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device photo analysis summary two still images were received for analysis. First image depicts a disassembled valiant delivery system on a surgical table. Second image depicts a screw gear. Deformation is evident to the screw gear threads. The reported deployment issues are not captured in the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A vamf3430c150te stent graft was implanted during the endovascular treatment of a thoracic aortic ulcer. It was reported that during the index procedure the vamf3430c150te stent was advanced with accurate positioning, and preparations were made for deployment. During the deployment process, after opening one section, resistance was encountered while using the handle, rendering it inoperable. The handle's threading was stripped and this caused significant resistance. To ensure surgical safety, the team planned to withdraw the stent and replace it with a device of the same model. However, attempts to withdraw the delivery system through the femoral artery were unsuccessful. The handle was disassembled with the stent placed at the level of the descending aorta to complete the deployment and remove the delivery system. It was noted that after disassembling the handle, the resistance was no longer present. Another stent of the same model was implanted at the site of the aortic ulcer. The procedure was successfully completed , and the patient experienced no discomfort. There was confirmed to be no unintentional side branch coverage. Per the physician the cause of the event was due to a manufacturing issue with the stent. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. The stent graft had been deployed prior to receipt of the device and was not received alongside for analysis. The front grip had been disassembled prior to receipt of the device. The trigger had been removed and was not received alongside the device. Deformation was evident to the external slider. Deformation was evident to the screw gear threads. Deformation was evident to the handle underneath the front grip. A tab was missing from the handle underneath the front grip. Deformation was evident to the detached front grip. A break was evident to the proximal section of the rear screw gear. A gap of 6mm was evident between graft cover and tip. Deformation was evident to the distal graft cover. Clutching was encountered when attempting to retract the graft cover via rotation of the external slider and it was not possible to retract the graft cover. The external slider advanced forward with no issues noted. It was possible to advance and retract the graft cover via manually moving the t-bar with no issues noted. The external slider was removed, and deformation was evident to the internal slider. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.